Event description:
Initial info received on (B)(6) 2011 from a dermatologist. A (B)(6) male pt without notion of allergy had a medical history of hiv infection treated with emtricitabine+tenofovir disoproxil fumarate (truvada) and raltegravir (isentress). Beginning of (B)(6) 2011 he had been vaccinated with a first injection of pneumococcal vaccine (pneumo 23). The second one was administered on (B)(6) 2011. On (B)(6) 2011, he received injections of poly-l-lactic acid (new fill) in each cheek for lipoatrophy. No info was given about conditions of these injections. On (B)(6) 2011, he developed generalized pruritus associated with secondary lesions of itching. Dark urine and stool discoloration were observed. Laboratory analysis showed bilirubin increased (20 mcmol/l) and transaminase mildly nos. No local reaction and no oedema were noticed. On (B)(6) 2011, the pt's state improved. Pruritus disappeared without any corrective therapy. No info regarding transaminase and bilirubin was provided. No more info was available. A pharmaceutical technical complaint (ptc) has been created under number (B)(4). Pharmacovigilance comment: only based on the chronology, as the clinical events occurred 24 hours after the injections, a causal role of poly-l-lactic acid (newfill) cannot be completely excluded even though their occurrences are not described in the smpc of this product. Nevertheless the pt was treated with other drugs that may induce liver disorders and systemic cutaneous reactions (emtricitabine+tenofovir disoproxil fumarate and raltegravir) and therefore may provide much more likely explanations. Nevertheless this case globally lack of info (i.e. Conditions of injections of poly-l-lactic acid, dates of introductions of some of the concomitant treatments) for a proper assessment.